Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The set-up joint (suj) has been returned and evaluated by the failure analysis team. The error was confirmed but not replicated. The suj was placed on the in-house system and did not trigger any errors. The brake axis 3 worked as expected.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical procedure was completed without problems with the remaining three (3) universal surgical manipulators (usm) of the da vinci system. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the set up joint (suj)1 was drifting if not attached to the cannula. The suj brakes seemed to be released and feeling tremor when controlling the instrument on universal surgical manipulator (usm)1. They have decided to continue the procedure with 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The fse visited the site and replaced the set up joint (suj) to resolve the reported problem with the drifting. Intuitive surgical, inc. (Isi) received the suj; however, failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.